Event description:
It was reported that the tips of two set screw drivers broke during surgery. The surgeon was able to recover one of the tips, the status of the other tip is unknown. There was no reported patient harm. This is report two of two for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is unrefuted for two (2) of two (2) unreturned lineum set screw driver (pn 14-525029) for the failure of instruments tip fractured during the operation. The product was not returned, and no photos were provided. Medical records were not provided for review. Potential cause since the products were not returned for evaluation, no root cause can be established. DHR review and related actions lot number was not provided, therefore DHR review can't be performed. No actions required. This event is not related to any current actions or recalls or product holds. Device use this devices are used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Reference report 3012447612-2021-00013. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tips of two set screw drivers broke during surgery. The surgeon was able to recover one of the tips, the status of the other tip is unknown. There was no reported patient harm. This is report two of two for this event.